Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes were used past the expiration date. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. This product expired 31jan2024. The instructions for use (IFU) states, ¿do not use tubes after their expiration date. Tubes expire on the last day of the month and year indicated." Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes were used past the expiration date. There was no health impact or consequence reported.